Manufacturer narrative:
Block a2: patient age is approximated based on the median age being 63. Block b3: the exact date of the event is unknown. Approximated based on the month and year the first procedures were performed. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source ozgur, ilker & justiniano, carla & valente, michael & holubar, stefan & steele, scott & gorgun, emre. (2022). Are large ileocecal valve lesions amenable with advanced endoscopic management to avoid bowel resection?. Journal of the american college of surgeons. 235. S12-s13. 10.1097/01.xcs.0000895708.56027.57. Block h6: imdrf patient code e0742 captures the reportable event of hypercarbia/respiratory failure. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf impact code f19 captures the reportable event of 7 patients were converted to laparoscopic surgery. Imdrf impact code f08 captures the reportable event of 2 patients were admitted with post polypectomy pain within 30 days of procedure. Imdrf impact code f0801 captures the reportable event of one patient was transferred to intensive care. Imdrf impact code f23 captures the reportable event of one patient requiring four-day treatment with bilevel positive airway pressure. Imdrf impact code f2301 captures the reportable event of twenty resection areas were closed with clips to address partial defect or bleeding.

Event description:
Boston scientific became aware of events involving an orise proknife through the article, "are large ileocecal valve lesions amenable with advanced endoscopic management to avoid bowel resection?", by ilker ozgur, et al. Per the article, prospectively collected data of patients who underwent consecutive advanced endoscopic interventions performed by a single surgeon between january 2011 and july 2021 were analyzed. Out of 1,005 colorectal mucosal neoplasms resected, a total of 80 patients (50% female) with a median age of 63 years old (range 37-84) underwent resection for ileocecal valve lesions by emr (endoscopic mucosal resection), esd (endoscopic submucosal dissection), hybrid emr (combining the lifting technique and initial dissection of esd with emr-like snare resection) or combined endoscopic laparoscopic surgery. According to the article, dissection began with any combined knife, which included the orise proknife in some cases. There was no breakdown between devices or procedure type given in the article. The dissection was completed as piecemeal in 41 (51%) patients and 35 (44%) had en-bloc dissection. Seven (8%) advance endoscopic interventions were converted to laparoscopic surgery due to an inability to lift the mucosa and perforation. Three patients with perforation were treated with laparoscopic suturing. Twenty (25%) resection areas were closed with clips to address either partial defects or prone to bleeding. Five (6.2%) patients experienced late rectal bleeding, two of which were admitted with post-polypectomy abdominal pain within 30 days of procedure. One (1.2%) patient developed hypercarbia, followed by respiratory failure. They were transferred to the intensive care unit (ICU) and were discharged after a four-day treatment with bilevel positive airway pressure.